Event description:
The customer reported the display on the screen was white. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the display on the screen was white. There was no report of pt involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The display data cable was reconnected which resolved the reported issue. We are considering this an intermittent malfunction resulting from an incomplete electrical connection.